Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3 reference MFR report: 1627487-2014-15491. Reference MFR report: 1627487-2014-15492. It was reported the patient experiences pocket stimulation while charging. The sjm representative met with the patient and diagnostic testing revealed invalid and low impedance readings. Reprogramming was able to prove the patient with effective coverage; however, surgical intervention may take place at a later date.